Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/01/2014 with the following findings: on examination, there was moisture inside the battery compartment. The battery compartment was noted to be cracked at the case seal up to the grip. A leak test was performed and did not reveal any moisture leakage. On investigation, the pump was not able to power on and remained completely unresponsive. The pump cover was removed for further investigation and did not reveal any evidence of internal moisture.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.